Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation containing approximately 81 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, no flow was observed from the luer. Microscopic inspection revealed air bubbles blocking the fluid path. The reported condition was verified. The cause of the no flow condition was determined to be the air bubbles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.